Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated. A field representative was paged and upon review, it was revealed that this device was in safety mode. Additionally, it was noted this patient experienced lightheadedness and syncope. This crt-p was explanted and replaced with an abbott crt-p and has not been returned to boston scientific. No additional adverse patient effects were reported.